Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen was completely black. The cns tower was still turned on, and they could hear alarms going in the background. They removed a video splitter attached to the main display and connected the screen directly to the tower and the screen powered up and displayed vitals. The customer later found that they had a bad kvm. However they are having issue setting the new kvm up with their cns. Ts gave them some instructions on how to set it up. No patient harm was reported. Attempt #1 01/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 01/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen was completely black. The cns tower was still turned on, and they could hear alarms going in the background. They removed a video splitter attached to the main display and connected the screen directly to the tower and the screen powered up and displayed vitals. The customer later found that they had a bad kvm. However they are having issue setting the new kvm up with their cns. Ts gave them some instructions on how to set it up. No patient harm was reported.